Event description:
A malfunction alarm, identified as malfunction code "malf 0," was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.